Event description:
To summarize this event, the device embolized one day post implant, and during the percutaneous retrieval, a perforation had occurred and the patient expired. No further information has been received by aga medical.

Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate low readings on her meter. It is unk which lfs meter the pt was using since the pt discarded the meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. Based on the initial call, the pt mentioned that when her meter had been displaying low readings she had stopped taking her insulin. She claimed she would have usually taken 6 units of insulin. She had been eating candy to help elevate her blood glucose. She claims that due to the alleged low readings displayed on her meter and the self-treatment of sweets, she ended up developing symptoms of high blood glucose. Meter was replaced. It is unk whether the pt tested her blood glucose when she exhibited symptoms of "high blood glucose", what kind of high symptoms she experienced, how long symptoms lasted and whether the pt treated herself for the high readings. The pt was not tested on another device. The complaint is being reported since the pt alleged that due to the low readings she withheld insulin and self-treated with sweets and later developed symptoms of high blood glucose.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
This event links to uf/importer report # (B) (4).

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the post-procedure echocardiograms and medical records by aga's medical consultant resulted in the following findings: this patient underwent placement of an amplatzer septal occluder. The echocardiograms were not provided of the device placement, however, per the catheterization report, the defect was balloon-sized at 15mm. A 14mm aso was attempted, however, the device did not seat well and was replaced with a 19mm aso. An echocardiogram performed the following morning revealed the aso had embolized to the left ventricle. A pericardial effusion was not seen. The patient was taken to the catheterization lab for device retrieval. During attempted device retrieval, the patient experienced a significant hemodynamic compromise and was transported to the operating room. The chest was opened and a significant amount of bloody pericardial fluid was removed from the pericardium. The patient was placed on cardiopulmonary bypass (cpb) and a small perforation was seen at the apex of the lv with discharge from the right ventricle surface. The aso was removed from the lv. The patient experienced difficulty being weaned from cpb and after weaning, her blood pressure dropped and she expired. According to aga's medical consultant, the aso embolized to the left ventricle secondary to an undersized device. Per the surgeon's report, the defect was measured about 20mm by 30mm. The defect size may have increased because of attempted device retrieveal, although, the defect measured in the catheterization lab smaller than what was visually seen in the operating room. The small perforation was most likely caused by the catheter during retrieval.

Event description:
To summarize this event, a female patient with a history of an atrial septal defect (asd) and copd underwent percutaneous occlusion with an amplatzer septal occluder (aso) in 2008. Using tee, the defect was balloon sized at approximately 15mm. A 14mm aso was chosen, however the device prolapsed into the left atrium (la) during the push-pull maneuver. A 19mm aso was then selected. The push-pull maneuver was performed and the device fixation was adequate, therefore, the device was released from the delivery cable. The following day, echo revealed dislodgement of the device into the left ventricle. The patient was brought to the cardiac catheterization lab for attempted retrieval of the dislodged device. Several unsuccessful percutaneous retrievals were attempted, however, were not successful. During these retrievals, the patient was in and out of atrial fibrillation and when she would convert to sinus rhythm, she would become very bradycardiac. She was given atropine and epinephrine. CPR was briefly initiated, but the patient's blood pressure and pulse responded to the pharmacologic measures. An echo was performed and did not reveal any evidence for pericardial effusion or tamponade. After three hours of attempted percutaneous retrieval, the patient was transported emergently for surgical removal of the device and repair of the defect. When the chest was opened, the tamponade was relieved with an increase in blood pressure. The patient was on cardiac bypass at 1400 hours, and was unable to be weaned off bypass. The patient expired in the or at 1629 hours.